Event description:
Information received from foreign affiliate. This information indicates a pt. Was wearing oasys contact lenses (cl) and developed a corneal ulcer od. The pt. Was given trial cl in 2007, and began wearing them as daily wear. The pt. Was using either opti-free or opti-free plus mps cl solution. The following month, the pt. Consulted an eye care professional (ecp) and was diagnosed with a 3 mm peripheral corneal ulcer at approximately 10 o'clock location. The ecp "assumed that the ulcer was bacterial from its configuration and location." The pt. Reported self treating with over-the-counter eye drops that were opened more than a year prior. On the same day, the pt's bcva was 20/17. The ecp prescribed a "combined use of eye drops and internal agent." The pt's. Bcva 2 days after the event was 20/20. The pt's. Bcva was 20/17 in the same month, the ulcer had resolved. The cl was discarded by the pt. A lot history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Review of our worldwide constant database shows no other complaints for this lot. MDR reportable events are reviewed in quarterly management review meetings. Will report additional information within 30 days of receipt.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.